Manufacturer narrative:
Motor error alarm during rewind due to a35 alarm during rewind due to.

Event description:
The customer reported via phone call that the insulin pump had a recurring error alarm after being exposed to high magnetic fields. Blood glucose level at the time of the incident was 76 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.